Manufacturer narrative:
(B)(4). Report source: foreign. The event occurred in (B)(6) the investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Not returned to manufacturer.

Event description:
It was reported the instrument fractured during acetabular impaction. Attempts have been made and no further information has been made available at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Updated: complaint sample was evaluated and the reported event was confirmed. Inspection of the returned device revealed signs of repeated use and the blue handle was fractured through the pin hole. Device history record (DHR) was reviewed and no discrepancies relevant to the reported event were found. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.